Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with proglide devices was attempted in a calcified common femoral vein via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the sutures of the first proglide device were successfully placed. When advancing the second proglide device into the patient anatomy, the device got trapped in the artery and could not be moved. Force was used to remove the proglide device causing vessel damage. The sheath was upsized to 17fr and the procedure was completed. A cut down was performed to remove the sutures of the first proglide device and repair the vessel damage caused by the second proglide device. The artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.